Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and found clips were broken. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Cosmetic damage at belt clip rails was not confirmed, however, other cosmetic damage was noted at the back of the pump near the belt clip rails. Retainer ring damage confirmed (found during visual inspection). Reservoir unable to lock into place not confirmed. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.